Manufacturer narrative:
The qc and calibration were passing at the time of the event. The customer is not following the recommended centrifugation and did not sufficiently invert the sample, as it was not inverted at all. The investigation determined that there was no product problem and that the root cause is consistent with poor pre-analytical handling.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable pth elecsys e2g 300 results from the cobas e 801 analytical unit. Patient 1's initial result on (B)(6) 2025 was 7.30 pg/ml, and the repeat result on (B)(6) 2025 was 49.8 pg/ml. Patient 2's initial result on (B)(6) 2025 was 6.68 pg/ml, and the repeat result was 50.6 pg/ml. A new sample was collected and the results were 47.1 pg/ml and 48.3 pg/ml. The initial result was considered incorrect and was repeated because it was a low result.